Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male with impella cp due to acute myocardial infarction. During support, a placement signal (ps) occurred on the impella cp 20mmhg lower than the artline reading. The patient remains on support.

Manufacturer narrative:
Investigation summary: placement signal issue: due to a lack of sufficient clinical details, no data logs or product returned, the cause of the placement signal issues cannot be established.